Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye noted a round, hard, black, intrinsic, embedded, partially encapsulated black particulate matter inside the white clamp supply line tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related and identified to be burnt plastic material caused by a pin build up broken off during the tubing extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was observed inside an unspecified quantity of the amia automated pd cycler sets. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.